Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an angiogram procedure, the catheter tip detached within the patient's lower leg. The clinician successfully removed the detached piece using a snare. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. This complaint is confirmed. The root cause is attributed to the significant force applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.